Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010: inr = 4.8; (B)(6) 2010: inr = 1.3. Pt retested and his inr = 1.3 again. On (B)(6) 2010, pt stopped his coumadin - he had a nosebleed that day. Pt indicated he has a difficult time staying within his therapeutic range of 2.5-3.5. He has been using the meter since (B)(6) 2008. There have been no other changes in medication, no vitamin k, no lovanox and no heparin.